Event description:
Patient outcome: death. Device type: medical device. Name: zio xt. Manufacturer: irhythm technologies. My mother ((B)(6), dob (B)(6)1945) was discharged from medical care with a zio xt ambulatory cardiac monitor for outpatient rhythm monitoring in (B)(6) 2023. She had a documented significant arrhythmia burden, including atrial flutter with high burden and episodes of ventricular arrhythmia noted on the monitoring report. The zio xt device does not provide real-time monitoring or immediate clinician alerts. My mom and our family's understanding at the time was that the device was being used to monitor her cardiac rhythm while she was at home. While wearing the zio xt monitor, my mother passed away unexpectedly. She was not under continuous real-time cardiac telemetry at the time of her death. This report is being submitted due to concern that the limitations of non¿real-time ambulatory monitoring had resulted in delayed clinical awareness or intervention in a patient with significant arrhythmia burden (the zio patch read results included in her medical record following her death shows that 9 out of 11 days data of the monitoring showed she was in atrial flutter 98% of the time but received no warning. Causation of death is unknown (autopsy results indicate sudden death no known reason, the death certificate indicates cardiac failure). This report is submitted for FDA post-market surveillance and safety review purposes. Additional details: the device was worn continuously at the time of death. No immediate alerts or transmissions were generated to prompt urgent clinical intervention. Despite my mom being in atrial flutter 98% of the time. This report is not intended to assign fault to clinicians, but to document a potential device safety concern related to monitoring limitations in higher-risk patients. Clarifying statement: I am submitting this report as a family member to ensure this event is documented in the FDA's safety monitoring system. I understand that medwatch reports do not establish causation, and I am reporting due to concern regarding device design limitations and patient safety. Physicians must have clear instructions and black box warnings not to use this monitor in high-risk patients such as my mom. Our family has gone through a lot, been traumatized, and our lives have changed forever. I hope no family has to go through what we had to endure. The device was worn continuously at the time of death. No immediate alerts or transmissions were generated to prompt urgent clinical intervention despite my mom being in atrial flutter 98% of the time, and even after her death the company had no knowledge. This report is not intended to assign fault to clinicians, but to document a potential device safety concern related to monitoring limitations in higher-risk patients.